Event description:
I had the novasure ablation done approx 4 years ago. The first year was wonderful. Then the pain started. Severe abdominal pain! It feels like labor. I went thru a colonoscopy to rule out bowel problems and was no medications for that but was still getting pain. I started to notice pain was cyclic. My gyn last year just pretty much gave me pain medications and sent me on my way. The pain continued to be intense and I suffered thru another year. Just last month I was diagnosed with cervical stenosis with blood and fluid trapped in my uterus. I suffered at my gyn office while he tried to open my cervix and was unable to. I am now scheduled for hysteroscopy, but my doctor still thinks he may not be able to open my cervix because it is so scarred shut from the ablation. I am at high risk to have a hysterectomy with complications. I may end up having to live with this intense pain for almost 2 weeks every month. This was not in the novasure pamphlet I was given. I felt I looked into the ablation and was given all the answers I needed to give my consent. But now I am suffering and this should not be happening to me. I am very upset that I am dealing with this debilitating pain!